Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a novalung console displayed errors 206 and 208. The facility followed the troubleshooting steps as specified by the manufacturer in a technical information guidance document, but the issue persisted. It is unknown if there was any patient involvement associated with the reported event. The serial number of the sensor box is (B)(6).

Event description:
The alarms occurred during priming. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. No sample was available for evaluation.

Manufacturer narrative:
Additional information: b5 plant investigation: no sample was available for evaluation. Additionally, machine files were not available for review. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Originally, the components d500-0187bb and d500-0255aa with a problematic material combination (gold/tin) were included in the sensor box. Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA was opened to address this issue. It is likely that sensor boxes that have been operated with mixed contacts (tin/god) for a longer time, irreversible damage to the contact material occurs. In these cases, a replacement of the connectors to gold/gold was not a solution for the error pattern 206/208.